Event description:
It was reported that the patient was experiencing inadequate pain relief and increasing the intensity of stimulation would cause dizziness. The patient underwent an ipg replacement procedure and was doing well postoperatively with good coverage. The explanted ipg was kept by the medical facility.